Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead became plugged with blood and the stylet was unable to pass through it. The left ventricular lead was not used and was replaced. There were no consequences to the patient.